Event description:
A hemodialysis (hd) user facility requested onsite service to have a 2008t hd machine evaluated. A fresenius field service technician (fst) was dispatched to the facility to inspect the device, and a service report was subsequently submitted upon completion of the evaluation. The fst reported that the machine was displaying a flow error, a flow inlet error, and a no water alarm. The deaeration motor was not running, there was no loading pressure, and there was no water filling the hydrochamber. The fst found ¿burnt traces¿ on the distribution board caused by a ground wire. The fst advised the customer to swap the distribution board. The machine reportedly had 22,500 operating hours on it. No further details were provided. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.